Event description:
A caller reported experiencing a cgm error, specifically error 42. There was no impact reported on the customer's blood glucose level. Technical support provided complete pump reset instructions, and the caller was advised to reset the pump at their convenience and to follow up if the issue persisted.